Manufacturer narrative:
The reported field event of patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and the patient notifier was found to be faulty. The root cause of the anomaly was due to a patient notifier component failure.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, the nurse attempted to demonstrate the patient notifier to the patient as the device was having few months of longevity left. It was noted that the patient could not feel the notifier vibration. Several attempts were made but were unsuccessful. The patient¿s device will be monitored on monthly basis on merlin.net transmission. It was discussed that the alert transmissions should still be able to deliver for low battery state.

Event description:
New information received notes that the device was explanted and replaced.